Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the pacemaker exhibited false elective replacement indicator (eri). No intervention was performed. The patient was in stable condition.